Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation breached; full lead in segments returned and analyzed. (B) (4) inner insulation breached; full lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead had impedance in the 200 ohm range, inconsistent capture at high outputs, and an insulation fracture. The rv lead was explanted and replaced. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.